Manufacturer narrative:
Analysis found normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Results should haven been 190 rather than 213 and conclusion should have been 54 rather than 71 final analysis confirmed the reported complaints in the field. The backup operation was caused by a temporary drop in battery voltage caused by a battery anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the implantable cardiac monitor exhibited end of life and was in backup vvi mode. Attempt to download device software failed due to lost telemetry. The device was explanted on (B)(6) 2014.